Event description:
A malfunction was reported, with the malfunction code being malf 12, but there were no notable events prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided the customer with pump reset information and assisted in resetting the pump. The customer was advised to follow up, as they were not near a charger during the call.